Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. On (B)(6) 2023 customer¿s blood glucose (bg) was in the 400 mg/dl range with nausea. Customer changed supplies to address elevated bg. Customer went to the emergency room and admitted to intensive care unit with diabetic ketoacidosis. Customer was treated intravenously with saline and insulin and medication for nausea. Customer was released on (B)(6) 2023 with the issue resolved and no permanent damage. Additionally, it was reported that the pump shut off unexpectedly. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.